Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during procedural set up, an error message indicating "incomplete" appeared during the priming of the hydros handpiece. A replacement handpiece was opened and used, but upon the physician selecting "proceed," the system autonomously rebooted. As a result of this issue, the treating surgeon made the decision to abort the procedure and convert to a transurethral resection of the prostate. No adverse health consequences to the patient occurred as a result of this event.

Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. No hydros components or devices were returned. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and user manual (um). The treatment log files were reviewed and an e900 error occurred which resulted in the hydros robotic system rebooting. Additionally, the message "incomplete priming" was observed when the hydros foot pedal prime button is released. This is not a failure, but an indication to the user to complete priming to allow for subsequent steps. A review of the device history record (DHR) for hy1000-us/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros robotic system, um0401-00-01 rev. B , user manual, us, english was reviewed. Section 2e : handpiece setup - priming (sterile). Press prime button on foot pedal. Prime until the priming system status icon turns green. The system will also display priming complete. After priming, stage handpiece on a sterile surface, such as a sterile-draped mayo stand. Table 5 error messages state the below for e900 system reboot required. 1. Release foot pedal 2. Reboot system; system will try to continue at current step if issue persists, call procept biorobotics. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.